Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and was experiencing phrenic nerve stimulation. The physician elected to explant and replace both leads. The patient was in stable condition post surgery.